Manufacturer narrative:
Product event summary: at analysis the customer comment of broken connector pushed internally was confirmed and it was additionally noted that the device had a foul odor inside and out, that the lower case's battery drawer was contaminated and the main seal was warping, the hanger assembly was contaminated, the main printed circuit board had c277 broken and that one case screw, the hanger screw and the main seal were all contaminated. All found defective parts were replaced and all other identified issues were resolved. The electrical and mechanical parts were inspected, the device was re-calibrated and functionally tested and passed its final quality assurance tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported that the external pulse generator's ventricular connector was broken, it was pushed internally. It was requested that this be considered a warranty repair. The generator was returned for service. There was no patient involvement.